Event description:
During servicing of the excel bed, the CPR cable was found to be loose. A hill-rom service technician tightened the cable and the bed began to operate correctly.

Manufacturer narrative:
During servicing of the excel bed, the CPR cable was found to be loose. A hill-rom service technician tightened the cable and the bed began to operate correctly.